Manufacturer narrative:
The sample is available for evaluation but has not been received. A follow up medwatch will be submitted when the evaluation is completed. Lot number is not known, therefore a batch review cannot be performed. (B)(4).

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
Customer reported leaking at the hub due to a crack. The customer is attaching an ICU medical clave connector buff cap (needle free connector), product code unknown to the male luer. This incident occurred in an unknown unit during patient use. A small amount of blood loss was reported, however no patient injury or medical intervention occurred. All connections appeared to be secure. It was unknown how long after set use began did the leak occur. No additional information is available. This is the 2nd report of 4.